Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing issues with the insulin pump's display coming on. Blood glucose level at the time of the incident was 22.4 mmol/l. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.